Event description:
Medtronic received information regarding a navigation system. It was reported that when the microscope was connected, there was a large black bar on the right side of the screen. The cables were reseated and the patient was able to be registered successfully. The system was moved to another room, and when going into the cranial application, the system appeared to look like the stealthadmin desktop. There were no scopes or instruments in cranial and spine. All instruments were blacked out. The camera would not track any of the instruments. It was noted that the spine tools 38 software was added that morning. It was suspected that there was some corruption due to the installation and it was recommended that it be uninstalled and reinstalled. Uninstalling and reinstalling the spine tools 38 software resolved the instrument issue, so the only issue that remained was the black bar on the microscope heads-up display (hud). When trying to use the microscope with another system, the oculars were completely black. The microscope sales representative was onsite and confirmed that the microscope was functioning as intended so it was thought to be an issue with the microscope cable. It was reported that this happened outside of a procedure, however a patient being registered was mentioned. There is conflicting information regarding whether or not a patient was present. Additional information received from a manufacturer representative indi cated the reported issue occurred during a tumor resection procedure. The issue did not result in a procedure delay as the site was able to navigate accurately. There was no impact on patient outcome. The issue was with the injection into the scope oculars. Microscope cable replacement did not resolve the reported issue. The site wanted to keep the cable as an extra. System logs were provided.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0902: large black bar on the right side of the screen a0709: no scopes or instruments in cranial and spine. All instruments blacked out/camera would not track a11: corruption due to the installation a13: oculars were completely black d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.0.1. Product ID: 9736364, unknown, UDI#: unknown. Product ID: 9735737, software version #: 2.0.1. Product ID: 9735737, software version #: 2.0.1 g02008, g0200803: software g02004: cable h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. H3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes b01, c10, and d02 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.